Manufacturer narrative:
The complaint sample has not returned for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
As initially reported by a (B)(6) year old male consumer via telephone on (B)(6) 2021. On an unknown date, the patient experienced abscess in the eye and was hospitalized for a week and doctor said the consumer would probably have a scar left and during examination also found serious eyelid swelling and felt conjunctiva irritated. On 02aug2021 additional information was received stating that on (B)(6) 2021, the patient started treatment with antibiotic due to the corneal ulcer in his right eye. On (B)(6) 2021, consumer returned to doctor for follow up and complained that he cannot see well and had suboptimal vision on the right, and tearing. Doctor confirmed that ulcer was on the center of the cornea and it was 0.8 mm diameter with a slight staining in the center, brawny edema around it. The consumer was referred for culture test and treated with fortified antibiotics with significant improvement. On (B)(6) 2021, the patient was released with further treatment. Symptoms resolved. Additional info has been requested.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. The device history record and sterilization record for this lot have been reviewed and found to be in compliance. A trend related investigation was performed; no trend could be identified. There was no nonconformity or deviations during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
H3, h6: unopened sealed contact lenses from the reported complaint lot was received from the user for evaluation and was found to meet manufacturing specifications. A complaint history and complaint trend review for the reported lot number indicates there are no additional complaints associated with the lot for the reported issue. The retained sample manufacturing review did not indicate that this complaint was due to the manufacturing process. No complaint or manufacturing trend was identified. The root cause could not be determined. The manufacturer internal reference number is: (B)(4).